Manufacturer narrative:
This report is being submitted as follow up no.1 to update and to provide the completed investigation results. One used 6 fr angio-seal vip device was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. The arteriotomy locator and anchor were returned as well. Visual inspection revealed that the carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The distal tip of the sheath was examined and it was found to be severed. The suture, dried collagen and tamper tube were visible within the sheath. There were no deformation or damage noted with the anchor. No other visual anomalies were noted with the device. No functional testing of the device could possible since the sheath was cut and the anchor was returned separately. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the device was not placed in the full forward lock position, or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a 6fr angio-seal vip device was inserted for deployment. The angio-seal piece was inserted into angio-seal sheath and clicked together. They then pulled the component back and clicked to set the anchor. Upon angio-seal deployment, as the physician was pulling, they system back, the sheath came out with the anchor, collagen, and tamper still inside of the angio-seal sheath. They cut open the sheath to verify that all components were still in the sheath and not in the patient. It appeared that the anchor got to the end of the sheath and stopped, it never was deployed out of the end of the sheath. The patient was reported to be in stable condition and back to baseline. The procedure outcome was positive. Additional information was received on july 18, 2019. The procedure was a left leg angio/intervention utilizing the antegrade approach. A 6fr sheath was used. The patient was obese and had a large pannis. A pre-deployment angiogram was performed and looked fine. It confirmed the right location, size, and disease free. Hemostasis was achieved by manual compression with minimal blood loss, approximately 100cc.